Event description:
A registered nurse reports that due to her exposure to latex gloves she has developed a type I latex allergy. She states that she has experienced the following symptoms: hand sores, hand dermatitis, hives, runny eyes, runny nose and shortness of breath.